Event description:
It was reported that the pump was at 40% battery life prior to the customer going to sleep. During the night, the pump shut down unexpectedly, however, when the customer went to plug in the pump the next morning, the battery gauge read 40%. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.